Manufacturer narrative:
Product ID 3389s-40, lot# va03lmw, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# va03lmw, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708660, serial# (B)(4); implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was originally reported on (B)(6) 2013 that the patient couldn't stand the pain in his legs and was having trouble sleeping at night. The pain in his legs had been becoming more severe for the past month, and it was reported that the patient couldn¿t walk due to the leg pain. It was noted that the patient¿s tremor control was ideal. The patient had an appointment with a pain doctor scheduled for (B)(6) 2013. About two weeks later, it was reported that the cause of the event was the patient having leg pain and swelling. There were no abnormal impedances or interventions. The patient had a headache, increased leg pain and swelling, facial droop and unilateral vision impairment. The patient required hospitalization, but it was reported that this was not related to the dbs system. The system was working with good impedances. The event was due to other health issues, which the patient was educated on. Later that day, it was also noted that the patient had increased blood pressure and diagnosed with hypertension and transient ischemic attacks. About a month and a half later it was reported that the patient did not have concerns with the device or therapy. About nine and a half months later it was reported that the device had been shocking the patient¿s calves and had been doing it for the past year. The patient stated that his calves were in so much pain he could hardly stand it and they had been swelling, knotting, and felt like they have charlie horses. The patient stated that he would typically have each side at 1.5 volts, but decreased them to 0.9 volts and that resulted in him needing to take more medication. The patient noted that he had spoken to his doctor about the issue. Additional information was requested, but was not available as of the date of this report.